Event description:
Integra lifesciences received email communication on 2/22/06 from the husband of a patient reporting the patient had old burn scar tissue grafted with integra to release tension. Two weeks post operative, the patient developed an infection. The following additional information was received by the patient's spouse 3/24/06: initial integra grafts were placed in 2005 and after a successful 3 weeks split skin grafts covered the area. By the following month patient was advised that the grafts had taken extremely well, however on the 2nd day patient developed an infection which was treated daily by washing the infected area and applying flamazine cream. Once the infection was cleared, the intention was for pt to be called within 7-10 days for further split skin grafting. Despite the patient's constant phone calls, the admissions department did not offer a date until 3 weeks later. By this time, the areas on the patient's back had healed itself by pulling together, leaving the patient without the mobility she was hoping for. Due to a conflict with the physician's scheduling, the next procedure was performed. At the same facility. The patient was admitted for this procedure in 2006 and sent home the following day without any medication. The patient's arm was in a plaster cast to prevent movement. The patient was in increasing pain over the following weekend despite pain relief prescribed by the family physician. Patient and spouse returned to the hospital on 5th day and patient was admitted for emergency surgery to remove the idrt due to infection. Swabs of the area were taken. The following day patient and spouse were told that the patient was rejecting the idrt and therefore she was going to receive split skin grafts to cover the open wound area. These grafts also became infected, leaving doubt in the husband's mind as to the validity of the surgeon's claim that patient rejected the integra product. The patient is continuing to recover and the incisions are almost healed. She has not gained the desired mobility.